Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/5/16 phone call, 12/6/16 phone call, and 12/7/16 phone call. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, anesthetic agent output was higher than expected. There was no reported patient injury.

Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The equipment was tested and found to function within manufacturer¿s specifications. The reported complaint could not be duplicated.